Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had damaged ribbon cable was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "nurse attempted to use pump for an infusion, but the pump continued to state safety clamp open" not allowing the infusion to go through. The ribbon cable inside the keypad assembly showed signs of damage across its surface". There was patient involvement, however outcome is unknown.